Event description:
The reporter states that she obtained the blood glucose comparison of 97 mg/dl, and 181 mg/dl on the accu-chek active system. The results were obtained within a 10 minute time frame. No reported actions taken. No adverse event reported. New system sent to customer and return requested.